Event description:
Subsequent to the initially filed report, the following information was received: patient was readmitted for dyspnea. Both implanted clips remain stable on the leaflets. No additional information was provided.

Manufacturer narrative:
Patient codes: 1816 labeled. Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported dyspnea and mitral regurgitation (mr) appear to be related to patient morphology/pathology (disease progression) and/or user technique/procedural conditions. The reported patient effects of dyspnea and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat mixed mitral regurgitation (mr) with a grade of 3. Two clips (41117u207, 50121u260) were implanted, reducing mr to 1. On (B)(6) 2018, the patient was re-admitted for an increased mr grade of 3. One clip was successfully deployed for treatment, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.